Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of peritonitis in a patient coincident with dianeal unknown, dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). On (B)(6) 2008, the patient began treatment for peritoneal dialysis. During a call with baxter customer service, the following was reported. On an unreported date in 2011, the patient was non compliant and did not wear a mask. On (B)(6) 2011, the patient experienced peritonitis. The patient was not hospitalized for the peritonitis. The consumer stated that the cause of the peritonitis was unknown but that the patient's albumin level dropped. The nurse reported the cause of the peritonitis was due to non-compliance and the patient refused to wear a mask. Treatment for the events was not reported. At the time of this report, the patient had not recovered from the peritonitis. The outcomes for the non compliant, did not wear a mask and albumin level dropped were not reported. Dianeal unknown, dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies were ongoing. The nurse stated that the peritonitis was related to dianeal therapies. An opinion of causality was not provided for the non compliance and did not wear a mask. The nurse did not comment on the drop in albumin level that was reported by the consumer and an opinion of causality was not provided.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd884445 and gd884437 and no exceptions were observed that were related to the reported condition. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.